Event description:
It was reported that during the procedure the implant broke off from the inserter. The patient had difficult anatomy and resistance was noted, and while deploying the implant a cracking sound was heard from the device. The physician retrieved the broken implant and it was damaged. The procedure was completed with a new implant. The patient is doing well post operatively. The device was not returned as it was discarded by the facility.